Event description:
Info received indicates when the tech presses the hi/low up switch, the bed will run up, but when he lets off of the switch the hi/low will run back down. The same thing occurs when he presses the hi/low down switch. He indicated that the problem is intermittent and at times the hi/low will operate properly.

Manufacturer narrative:
The account has not completed repairs.